Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 3.5x24mm, concentric, de novo target lesion with a significant bend of >45 degrees was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.5x20 balloon catheter, a 3.50 x 24mm synergy ii drug eluting stent was advanced but could not cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with a different device. Post-dilatation was performed with a 3.5x20 balloon catheter. There were no patient complications reported and the patient status was stable.